Manufacturer narrative:
(B)(4). Lead model 3389-40, lot# j0204946v, implanted: (B)(6) 2002, explanted: na; extension model 748266, serial# (B)(4), implanted: (B)(6) 2002, explanted: na.

Event description:
It was reported that the patient had experienced feelings of electric shock in his head when he turned his neck, right arm pull in, and eyelid fluttering over the past few months. The eyelid fluttering was prolonged when the patient would turn himself on and off, but also occurred spontaneously three or four times a day. The patient also experienced right arm electric shock feelings at times when just sitting in his chair. The hcp saw that electrode pair 0/3 was below 50 ohms. The patient had been programmed to c+/0-/1-, which the hcp changed to c+/1-. Following the change the shocking sensations disappeared, though the patient noticed some worsening of his parkinsonism. The hcp planned to program the patient to c+/1-/2- when he came back in. It was noted that the patient underwent a shunt series, which did not reveal any obvious lead breakage. Additional information has been requested, but was not available as of the date of this report.